Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they met with one of the assistants listed from their contact list and the manufacturing representative (rep) adjusted the stimulation for them. The patient stated that the rep adjusted so it only depletes 80% overnight, and also changed the levels of stimulation so they are able to sleep better. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant charged to 100% last night and now the implant had no charge at all. The issue began a week ago. Patient also mentioned this was the 2nd time this happened to them. Patient had an orange triangle on the implant. Agent redirected patient to their healthcare provider (hcp) to address the issue. No symptoms were reported.